Manufacturer narrative:
No repairs were completed by the field service engineer as the customer found another channel to buy a display screen, which was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that devices screen is dark and flashing. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the display is dim and sometimes flickers. It is recommended to check the inverter and display. The investigation is ongoing.